Manufacturer narrative:
Conclusion and measures / preventive measures: further investigations lead to the result that there are no further indications for a material or manufacturing failure, based on the performed investigation. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Preliminary investigation results: visual investigation: the fracture occurred in the proximal clamping area of the taper connection. The distal fracture of the taper adapter is anchored in the inner taper of the stem, the ceramic ball head is stuck on the proximal fracture of the taper adapter. The device has been analysed visually and via sem (scanning electron microscope. The fracture surface has been investigated via sem. Two different fracture surfaces can be found, a fatigue fracture as well as a forced fracture. The individual surface are not showing any abnormalities. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. A further in-depth investigation regarding the fracture origin and further abnormalities which may give a hint regarding the root cause is still ongoing. Therefore, this report will be updated after the investigation has been executed. Based upon the investigations results there is CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with hip prothesis. According to the complaint description the prothesis fractured 13 years postoperative. A revision surgery was necessary. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nc084t - metha short hip stem ¿cap size 4 - batch 51351982, nh109 - sc/msc ceramics insert 36mm 56/58 sym. - batch 51392995, nh058t - plasmacup sc size 58mm - batch 51378379.